Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), scar pain ("terrible pain under incision"), scar ("scar tissue/it feels hard") and feeling abnormal ("it really feels worse today"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, scar pain, scar and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, hysterectomy, scar and scar pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), scar pain ("terrible pain under incision"), scar ("scar tissue/it feels hard") and feeling abnormal ("it really feels worse today"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, scar pain, scar and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, hysterectomy, scar and scar pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.